Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps snapped during the use of the arm. The procedure was completed with no reported injury. Isi followed up with the initial reporter. The customer confirmed no further details related to the reported event are known or available. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end.

Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: there was a broken/snapped cable around the mouth area of the forceps. The belief was that the black conductor wire was damaged. It was hard to differentiate the colors while the device was in use, but the damaged cable appeared to be black and braided. The cable was visibly observed to be snapped and their was an inability to open and close the device. The instrument appeared to remain static in motion and did not exhibit any uncontrolled motion. No fragments were left inside the patient. The staff scanned the patient¿s anatomy and did not see any fragments from the instrument that were left behind. No post-operative test were performed. There was no injury to the patient as a result of the reported event. There were no issues removing the device through the cannula. The procedure was completed with a backup bipolar forceps device.

Event description:
Refer to h11 for follow-up information.